Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was not confirmed. A specific cause could not be conclusively determined. Review of the submitted log files confirmed the reported low fow alarms. Although a specific cause could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided. The submitted controller event log file contained data from 09mar2026 per timestamp. The additional submitted controller event log file contained data from 18mar2026 per timestamp. Throughout both log files, intermittent low flow hazard alarms were captured due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm). On (B)(6) 2026, low flow hazard alarm was captured which was sustained for approximately 4 hours and 20 minutes. Of note, during the low flow events on 18mar2026, the pulsatility index (pi) was observed to be elevated. A steady decrease in captured estimated flow was also observed over time in the log files. The pump appeared to function as intended at the fixed speed and there were no other notable events captured in the log file. The patient remains ongoing on lvas, serial number (B)(6). No further events have been reported at this time. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for review for a patient who had a history of recent outflow graft obstruction with surgical relief on (B)(6) 2025, (2916596-2025-05220). The patient had increasing low flow alarms and concern for recurrent obstruction on echocardiogram. Log files captured low flow event on (B)(6) 2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. On (B)(6) 2026 the patient underwent outflow graft revision/untwisting with outflow graft clip placement. Additional log files were submitted for review. Log files captured low flow events on (B)(6) 2026 mostly while the set speed was 4000 rpm. Once the set speed was set to 4800 rpm there was only 1 low flow event and 2 low flow flags in the remainder of the log file. The periodic log showed power and flow slowly trending downward since (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.